Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) had increasing thresholds and a loss of capture that resulted in heart rates in the high 30¿s and low 40¿s for the patient. Initially, the parameters on the ipg were reprogrammed and capture was regained. Subsequently, the ipg was explanted and replaced. It was further reported that during the explant procedure, the ipg became dislodged from the retrieval snares and got lodged fist in the left and then in the right pulmonary arteries. The ipg was eventually removed. No further patient complications have been reported as a result of this event.